Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right pulmonary lobectomy, when cutting off the lung tissue, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. It was reported that they were unable to complete the firing which resulted to poor staple formation. The staple line was incomplete distally was also noted. They replaced a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Event was notified to the manufacturer on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the reload was pre-fired and engaged in interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.